Event description:
The pump was programmed to deliver d10w at a rate of 30ml/hr instead of the intended rate of 11ml/hr. Reportedly, "a little over an hour" later, the nurse noted there "was less in the burette" than expected, and upon review of the pump setting it was noted that the rate was incorrect. The customer contact reported that the pt had received 25m more than expected, and subsequently the pt's blood sugar was 249mg/ml. The pt was treated with lasix 2.5mg IV and the d10w rate was decreased to 5ml/hr. Reportedly, pt's "sugar corrected itself" and returned to normal within 4 hours of the event. There were no reported adverse pt sequelae. The pump was removed from clinical service and therapy was resumed using a replacement pump. The customer contact reported, "I don't think the pump malfunctioned. The pump was not cleared correctly." Though requested, no additional info was provided.